Event description:
A vaxcel pasv PICC was placed for therapeutic purposes on an unk date. Less than two and a half weeks later, it was reported that a leak was noticed during flushing. The leak occurred where the suture wing attaches to the catheter. The PICC line was replaced.